Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery (plad) with heavy calcification, mild tortuosity and 99% stenosis. After the stent was implanted the 3.50x12mm nc trek neo was used once at 10 atmospheres (atm) for post dilatate the lesion when a rupture occurred at 10 atm while pressure was increased. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided